Event description:
The customer reported an issue with the pump that had a crack along the charging port, resulting in the pump not charging correctly. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.